Manufacturer narrative:
The device evaluation has been completed. Upon receipt, the catheter was visually inspected, and it was found with a bent-on the shaft near the sleeve from the handle. A reddish-brown material was found under the pebax and a hole on it and the internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature cannot be tested, because when it was connected at cool flow pump an abundant water leak was observed in the handle, causing a current leak that was visualized in the carto 3 system. A failure analysis was performed, and the catheter handle was opened, the irrigation tube was found damaged due that the bent-on shaft. No corrosion was found on the electrical connector or pcb. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of irrigation tube damaged is related with the shaft bent. The root cause of the bent-on shaft and hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
On hold for denisse 09/11 it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the catheter would not stay zeroed during the case. The caller stated that after zeroing the catheter, the vector would disappear, and it displayed high force during ablation. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The smartablate generator is operating per specs and is not responsible for the product issue. The customer¿s reported force issues (high force) are considered not MDR reportable since issue issues are highly detectable when occurring. The potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On 8/13/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 8/20/2020, during evaluation, the catheter was found with shaft bent in the sleeving from the handle, reddish brown material under pebax, and a hole on the pebax with internal parts exposed. These findings were assessed, and determined the issue of ¿hole in the pebax to be MDR reportable since the device integrity was not maintained.